Event description:
Customer reported when loading IV tubing the machine does not recognize the tubing and error given "air bubbles". The device was returned for evaluation. The evaluation confirmed the customer reported problem. The air detector was replaced to resolve the issue. After repair, the device was found to meet specifications.